Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. D02 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigation found no video. The main board was defective with weak liquid crystal display (lcd) and some burn marks and dead pixels.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. The hrsv monitor has not yet been received by isi to perform failure analysis testing. If the product is returned and tested and/or if additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted and could lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient during this procedure, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the high resolution stereo viewer (hrsv) left eye was blank. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-july-2021: the site noticed loss of vision in the left eye and tried to restart the system several times with no success in resolving the issue. The isi clinical sales representative (csr) noticed at some point that the vision at the left eye was restored. After restarting the system again, the same issue appeared again. The csr contacted the isi field service engineer (fse) who called technical support and confirmed that there was no other solution for this issue. The site used another da vinci system to complete the procedure.